Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the device's sealing malfunction was displayed on the screen, and could not be used. Nothing fell on the patient's cavity. Another device was properly used with the same generator. There was no patient injury. Medtronic's initial evaluation of the incident device found seal plate and jaw overmold damage. The piece of the ovemold was not returned.

Event description:
It was reported that during a procedure, the device's sealing malfunction was displayed on the screen and could not be used. Another ligasure was properly used with the same generator. There was no patient injury. Medtronic's initial evaluation of the incident device found seal plate and jaw over mold damage. The piece of the over mold was not returned.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the seal plate and jaw overmold damage. Piece of the ovemold was not returned. Evaluation noted that the damage to the seal plates is consistent with the user inadvertently closing jaws on a hard/metallic object. Damage to the seal plate can result in alarm activations and difficulty with activating the device. The overmold at the tip of the jaw was broken, consistent with the failure mode cause by off label use with excessive torque applied on the jaws, user inadvertently grasping onto a hard object, or dropping of the device. The device was activated multiple times on a saline soaked gauze pad but had re-grasp alarms. The seal cycle was interrupted. It was reported that the device's sealing malfunction was displayed on the screen, and could not be used. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected an unrep orted condition: of jaw overmold damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals or damage to the instrument can occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.